Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the trigger could be pulled while the device was in safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.